Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative that the date of the explant was pending the patient's decision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional via the manufacturer representative reported that the ins will be replaced and that the patient was deciding this early winter. The ins will be returned for analysis when the manufacturer representative receives the ins.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional via a manufacturer representative reported the implantable neurostimulator (ins) already reached "drp" mode during normal use. The battery was depleted. Nothing out of the ordinary may have led or contributed to the issue. The programming of the stimulation did not seem to be that energy consuming. The ins was programmed with an amplitude limit upper limit of 10.5 volts. A report on (B)(6) 2015 and (B)(6) 2017 indicated the amplitude was at 1.4 volts. The pulsewidth was set at 180 us and the frequency was at 75 hz. Cycling was used at 0.1 s. Diagnostics and troubleshooting included telemetry and scheduled implantable neurostimulator (ins) replacement. The issue was not resolved at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins found that the battery was end of service (eos) or elective replacement indicator (eri) longevity not met, cause unknown. If information is provided in the future, a supplemental report will be issued.